Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing high blood glucose. The blood glucose at the time of the incident was 434 mg/dl. The customer states he has been experiencing the high blood glucose for six months. The customer states he had a funny feeling in regards to his symptoms. The customer declined to check for air bubbles or leaks. The customer also declined to check if the insulin was cloudy. The device settings were correct. The customer was unable to perform the high pressure test. It was noted the patient wears the same set for three days, when it is only recommended for two. The device will not be returned for analysis.